Event description:
A blood draw was done on the cellex machine, during a extracororeal photopheresis(ecp) procedure. At the 314ml level of blood processed, it was noted that there was a fine spray of blood in the wall of the centrifuge chamber. There was no blood leaking noted when the tubing was removed. There were no wet leak alarms noted. The treatment was stopped and aborted. The MFR was notified. We received instructions to send the centrifuge, drive tube and smart card to them for evaluation.